Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, and missing a piece of shell (25-50%). A microscopic analysis was performed which identified: a sharp broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare provider reported right side "rupture." The device has been explanted.

Event description:
Healthcare provider reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d.6b, d9, g1, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported right side "rupture." The device has been explanted.